Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone is leaking into my lymph nodes."

Event description:
Patient reported right side "the silicone is leaking into my lymph nodes". Patient also reported "breast implant illness symptoms", which is not device-related. The device remains implanted.